Event description:
It was reported that the pail rails on a commode fell off and the user fell through the frame. It is unknown if the user was injured but caregiver was hurt when trying to help the user up. No medical attention was sought by the user or caregiver. No additional information is available.